Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and microscopically. The complaint was confirmed. The root cause can be attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint data base was reviewed and no similar complaints for the lot number were found.

Event description:
The account reports that during an embolization procedure the catheter was torqued and twisted and would not advance further into the splenic artery. Vascular coils were then deployed using a micro catheter to embolize the vessel. The physician pulled the catheter out of the splenic artery and noticed the tip had separated from the shaft. The physician then used a snare to retrieve the tip. The patient is doing fine.